Event description:
The complainant has reported that a patient (age and weight unk) underwent a therapeutic placement of an esophageal stent for stenosis and a fistula in the same location. The ultraflex esophageal stent system was positioned well and deployed. The complainant reported no visual coverage noted once stent was in place. The stent is of a clear polyurethane material. The patient status is noted as good with no complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.